Manufacturer narrative:
Citation: kugelman n et al. Outcome of patients with low-gradient aortic stenosis undergoing transcatheter or surgical aortic valve replacement. Cardiovasc revasc med. 2020 mar;21(3):257-262. Doi: 10.1016/j.carrev.2019.05.002. Epub 2019 may 7. Earliest date of publish used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information through a literature article regarding a comparison of the outcomes for patients with low-gradient severe aortic stenosis who underwent surgical aortic valve replacement (savr) or transcatheter aortic valve replacement (tavr). All data were collected from a single center between january 2005 and june 2016. The study population included 130 patients (80 savr, 50 tavr) and was predominantly male with a mean age of 78.5 years. In the savr group, 5 patients were implanted with medtronic mosaic surgical aortic valves. In the tavr group, 39 patients were implanted with medtronic transcatheter aortic valves: corevalve (29) and evolut r (10). No serial numbers were provided. Among all patients, 62 deaths occurred within 4 years after valve replacement. Of those, 48 were due to cardiovascular causes. No further details were provided. Based on the available information, medtronic product was not directly associated with the deaths. Among all savr patients, adverse events that were observed within 30 days after valve replacement: repeat aortic valve replacement, stroke, pericardial tamponade, major bleeding, major vascular complications, sepsis, wound infection/complication, new onset atrial fibrillation, and mild-moderate aortic regurgitation. Adverse events that were observed within 4 years after valve replacement: stroke and unspecified need for rehospitalization. Based on the available information, medtronic product may have been associated with the adverse events. Among all tavr patients, adverse events that were observed within 30 days after valve replacement: permanent pacemaker implantation, stroke, pericardial tamponade, major bleeding, major vascular complications, sepsis, wound infection/complication, and mild aortic regurgitation. Adverse events that were observed within 4 years after valve replacement: stroke and unspecified need for rehospitalization. Based on the available information, medtronic product may have been associated with the adverse events. No additional adverse patient effects or product performance issues were reported.